Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported through a literature that there was a larger clinical discrepancy between continuous noninvasive blood pressure, cnbp, and invasive blood pressure, ibp, in mean blood pressure when being compared with that in sbp using error grid analysis. A total of 10,663 pairs of cnbp and ibp were analyzed in the study. The bland altman analysis showed an acceptable accuracy with a bias of minus 3.3 plus minus 5.6 mm hg for mbp, but a poor accuracy with a bias of 5.4 plus minus 10.5 mm hg for sbp. The ordinal logistic regression analysis revealed that older age and length of time from the initiation of finger cuff inflation were the significant factors of being in a more dangerous zone of the error grid, which could affect the hemodynamic management during surgery. The anesthesiologists should be cautious about the inaccuracy of continuous noninvasive blood pressure measurements, which could lead to unnecessary treatments.